Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) ) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pains") and device breakage ("essure remains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure remains"), general physical health deterioration ("her health condition has worsened"), alopecia ("loss hair"), abdominal pain upper ("stomachache"), candida infection ("candidiasis"), fatigue ("tiredness"), urticaria ("urticaria") and female sexual dysfunction ("unspecified problems with sexual intercourse") and was found to have weight decreased ("loss weight"). The patient was treated with surgery (essure removal through fallopian tubes excision). At the time of the report, the pelvic pain outcome was unknown and the device breakage, complication of device removal, general physical health deterioration, alopecia, abdominal pain upper, weight decreased, candida infection, fatigue, urticaria and female sexual dysfunction had not resolved. The reporter considered abdominal pain upper, alopecia, candida infection, complication of device removal, device breakage, fatigue, female sexual dysfunction, general physical health deterioration, pelvic pain, urticaria and weight decreased to be related to essure. The reporter commented: fifteen days after inserting essure, she was presented to the urgency department where she was sent to the gynecological area, three gynecologist referred she had nothing, but a physician, after unspecified laboratory tests including one in 3d to see where was the essure sent her to surgery to remove the product through fallopian tubes excision. At the time of this report, the she was waiting for additional laboratory tests to perform an uterus excision since she must have essure remains. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pains") and device breakage ("essure remains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure remains"), general physical health deterioration ("her health condition has worsened"), alopecia ("loss hair"), abdominal pain upper ("stomachache"), candida infection ("candidiasis"), fatigue ("tiredness"), urticaria ("urticaria") and sexual dysfunction ("unspecified problems with sexual intercourse") and was found to have weight decreased ("loss weight"). The patient was treated with surgery (essure removal through fallopian tubes excision). At the time of the report, the pelvic pain outcome was unknown and the device breakage, complication of device removal, general physical health deterioration, alopecia, abdominal pain upper, weight decreased, candida infection, fatigue, urticaria and sexual dysfunction had not resolved. The reporter considered abdominal pain upper, alopecia, candida infection, complication of device removal, device breakage, fatigue, general physical health deterioration, pelvic pain, sexual dysfunction, urticaria and weight decreased to be related to essure. The reporter commented: fifteen days after inserting essure, she was presented to the urgency department where she was sent to the gynecological area, three gynecologist referred she had nothing, but a physician, after unspecified laboratory tests including one in 3d to see where was the essure sent her to surgery to remove the product through fallopian tubes excision. At the time of this report, the she was waiting for additional laboratory tests to perform an uterus excision since she must have essure remains. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.